Manufacturer narrative:
The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an apply sample message. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(4) 2011 and obtained the following information: the patient tests four times a day and manages his diabetes with novolog insulin (sliding scale based on his blood glucose result) and 35 units of lantus in the evening. The patient indicated that he had purchased the meter on (B)(6) 2011. Prior to purchasing the subject meter, the patient indicated he was using another (non-lfs) meter; however, did not have any remaining test strips for his original meter. The patient alleged that the issue began on (B)(6) 2011 at 10am; the patient indicated he was using the subject meter for the first time. The patient denied taking any action in response to the reported meter issue and also denied testing his blood glucose with another device. At approximately 11am (while driving his car) ,the patient confirmed that his vision began to worsen and he felt fidgety; symptoms the patient associated with low blood glucose. The patient indicated he pulled his car to the side of the road, requested a bystander to contact the emergency medical services (ems) for him, and approximately 5-10 minutes later, the ems arrived. The patient clarified that he obtained a blood glucose result between '40-45mg/dl' with the ems' meter, he was administered a glucagon injection and IV fluids as treatment, and was soon after transported to the emergency room (ER). During his time in the ER, the patient stated he was given food and drink. Approximately two hours later, the patient stated he obtained a reading of '103mg/dl' with the ER's meter and was soon after released. This complaint is being reported due to the following conclusion: the patient claims he was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.